Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), complete clip detachment (ccd) and embolism of the clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was slightly challenging due to pacing leads. The first clip delivery system (cds) was advanced to the tricuspid valve and the clip was implanted on the anterior/septal leaflets. After deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). Approximately 30 seconds later, the clip also detached from the anterior leaflet (ccd) and embolized to the pulmonary artery. No attempt was made to retrieve the clip, and the procedure was continued. One clip was implanted on the anterior/septal leaflets, and an additional clip was implanted on the posterior/septal leaflets. The patient was confirmed to be stable throughout and post procedure, and tr was reduced to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. The mitraclip nt instruction for use (IFU) states that the mitraclip system is indicated to treat percutaneous reduction of significant symptomatic mitral regurgitation. Additionally, the reported patient effects of emboli of a device component and failure to retrieve mitraclip nt system, as listed in the IFU are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and subsequent complete clip detachment (ccd) appear to be related to patient morphology/pathology. The reported embolism and foreign body in patient were due to the clip completely detaching from both the leaflets and; therefore, related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.